Event description:
It was reported that the green flow control activation indicator won¿t illuminate when flow control valve unit is activated (valve open) during the surgery. The device was functioned properly except for an illumination. No backup device was available to complete procedure. No patient injuries and complications were reported.

Manufacturer narrative:
There was a relationship between the returned device and the reported event. Visual inspection of the returned cii valve unit shows no manufacturing abnormalities. The device was returned without connection cable. The warranty seal is untouched, not broken and in its original condition. The device was connected to a coblator ii unit to perform a functional verification. The valve opened and closed as intended but the optical signal from the led light does not work. The complaint was verified and the root cause was determined due to an electrical component failure. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.